Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had low battery alarm. Customer stated that they received low battery alert prior to replace battery alarm. No harm requiring medical intervention was reported. The customer will discontinue use of the device.

Manufacturer narrative:
Retainer ring = black. On march 13, 2022 the customer alleged for short battery life. The test p-cap locks properly in place in the reservoir compartment noted. Device received with stained keypad overlay, cracked case-corner of belt clip rails, pillowing keypad overlay identified during the visual inspection. Thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were not within specification range, and loaded vlith falls below 3.7 v for more than 240 consecutive minutes. In further full review in the device history found: insert battery alarm (84) on march 12, 2022 at 01:07:48.000, 01:09:14.000, 01:09:31.000, and 06:07:02.000, march 13, 2022 at 17:01:00.000, march 18, 2022 at 04:02:38.000, and march 25, 2022 at 08:00:36.000 and 08:01:14.000. Replace battery alert (73) on 12-mar-2022 at 06:00:00.000, on 13-mar-2022 at 17:00:26.000, march 18, 2022 at 04:00:00.000, and march 25, 2022 at 08:00:00.000. This alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running. Found in history on 10-jan-2022 01:00:00.000 (esf# : (B)(4), file number: 33, line number: 2234). Device passed self test, sleep current measurement, active current measurement and displacement test. No unexpected short battery life during testing or in the device history. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electrical board force sensor, motor or vibrator assembly. ¿customer alleged for short battery life was not confirmed. This alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running and insert battery alarm confirmed in the pump history due to connector resistance j6 electrical board. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.